Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/6/2023, it was reported by a sales representative via phone that (qty. 2) of an ar-1588tn-21 tightrope ii abs, implant open, and an ar-1588btb-2j tightrope ii btb, with deploying suture were not sliding when fixating on the graft. The case was completed using another ar-1588tn-21 tightrope ii abs from a different lot, which caused a case delay of 45 minutes without adverse effects on the patient, and no fragments were left inside the patient. This was discovered during an allograft acl procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: the complaint allegation cannot be confirmed as the device was not received for evaluation, and no pictures of the failure were received. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, it was concluded that the most likely cause of the reported and observed failure is user error. Specifically, the error involved improper surgical technique with the device. Direction for use. Dfu-0147 at revision 0. G. Precautions. 3. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration.